Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had deep scratches on the screen and esc button did not respond at times. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump not always working and occasionally insulin pump will rejects brand new battery the insulin pump will not be returned for analysis.